Event description:
It was reported that the device did not meet expected longevity. It was also reported that the left ventricular (lv) outputs were higher than normal. The device was explanted and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 5076 implantable pacing lead (B)(6) 2007, 6947 implantable tachy lead (B)(6) 2010. (B)(4).